Event description:
The complaint involved a patient who underwent hip revision surgery in (B)(6) 2014. The original surgery occurred on (B)(6) 2009. The revision surgery was performed because of suspected trunnionosis and elevated cobalt levels in the metal ion screening. The original omni 36mm cocr head was removed and replaced with a ceramic non-omni head, and the acetabular insert was exchanged.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.